Event description:
The reporter contacted animas on (B)(6) 2012, stating that the entire keypad was peeling off the pump and the ok keypad button was completely unresponsive. The reporter was unable to determine whether the damage or the responsiveness issues had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a toothbrush. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
Follow up #1 submitted: 11/08/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad has holes over the up arrow and contrast buttons, exposing the button contacts. The keypad was also noted to be torn and peeling at the contrast button, extending down the side to the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and down arrow buttons had intermittent response and required multiple presses to evoke a response. The ok and contrast buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the keypad flex had a ground trace broken at the contrast button.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.